Event description:
It was reported that a beta bionics ilet user's touch screen was not responding. The user confirmed there was a small crack in the center of the screen. A replacement was arranged. There was no report of any patient harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.